Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a generator change procedure. Upon interrogation, it was discovered that the right atrial lead exhibited noise that was oversensed by the device. The lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.